Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x5/8 rb had leakage. The following information was provided by the initial reporter: material#: 305901, batch#: 5114730. Customer describes a safetyglide needle that was being used for a hazardous drug administration. It was connected to a phaseal optima connector and the medication leaked. Additional information provided: 1. Was there any patient harm, injury, complication or negative outcome that occurred as a result of this event? There was no harm. The nurse noticed the leak right away and there were only a couple drops lost. 2. If possible, could you please provide the lot or material number for the optima connector? The lot number for the connector was not recorded as the needle appeared to be at fault.